Event description:
A technician reported a patient with transient light sensitivity nine weeks post lasik treatment; the patient reports symptoms have increased in the last two weeks. The topical steroids were increased. Upon additional follow up the reporter indicated by nine weeks post op the patients symptoms had resolved. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).